Event description:
On 06/29/2026, AbbVie became aware of a publication from Sweden titled "Collagen implant versus gluteus maximus flap for perineal closure after extended abdominoperineal excision: NEAPE randomized clinical trial¿.This randomized clinical trial included 83 patients with primary rectal cancer undergoing extended abdominoperineal excision, comparing an acellular porcine collagen implant (APCI) with a gluteus maximus myocutaneous flap for pelvic floor reconstruction. The article reports use of Strattice¿ in 3 patients within the larger APCI cohort of 42.APCI cohort (n=42) Complications at 3 months:Clear or haemoserous discharge (n=10).Erythema plus other signs of inflammation (n=2).Pus (n=1).Deep or severe wound infection (n=1).Persistent perineal sinus/fistula (n=16).Persistent perineal sinus/fistula at 6 months (n=9).Persistent perineal sinus/fistula at 12 months (n=4).

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Article Citation: Martin Rutegard, Johan Svensson, Jorgen Rutegard, Tero Rautio, Per J Nilsson, Olle Sjostrom, Marie-Louise Lydrup, Christoffer Odensten, Andreas Soderstrom, Michael Dahlberg, Markku M Haapamaki, Collagen implant versus gluteus maximus flap for perineal closure after extended abdominoperineal excision: NEAPE randomized clinical trial, BJS Open, Volume 10, Issue 3, June 2026, zrag079, https://doi.org/10.1093/bjsopen/zrag079.These events are being reported as serious injuries due to the potential for injury or impairment requiring professional medical intervention. The lots associated with these events were not reported and remain unknown; therefore a review into the device history records could not be performed. No Strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the Strattice could not be determined. If additional information becomes available, a supplemental report will be submitted.